Event description:
Customer reported that when pressure is taken off the sensor the alarm is intermittent. There was no patient incident or injury reported.

Manufacturer narrative:
(B)(4). Product was requested to be returned for evaluation and has not been received. Note: this submission is based solely on the user facility statement. (B)(4).